Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that a request was made to have data from this cardiac resynchronization therapy defibrillator (crt-d) system analyzed. Technical services (ts) review the data and identified noise artifact signals resulting in atrial tachy response (atr) events. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.